Manufacturer narrative:
The complaint allegation was not observed during the product release review. And further stability review indicated that no product problem related to the customer allegation was identified. A batch MDR is being submitted to represent 20 samples on a given run; batch 10490. This will represent on event on a single device as per FDA guidance ((B)(6)). Facility full name: (B)(6). (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from (B)(6) alleged 20 samples on batch 10490 generated false positive samples with cobas sars-cov-2 qualitative assay for use with the cobas 6800/8800 systems. On (B)(6) 2021, the first run generated 18 e gene positive results and 2 rdrp positive results. The samples were repeated on the same analyzer using a different kit and generated negative results. Moreover, it is unknown whether the results were reported to the patients and or medical personnel. There was no harm indicated to the patients. An investigation was conducted to evaluate the customer¿s allegation.

Manufacturer narrative:
Corrected single use device from yes to no. (B)(4).